Event description:
A surgeon reported a bubble causing a separation of descemet's which extended into the visual axis during laser assisted cataract surgery. At the creation of the secondary incision a small gas bubble was noted near the entry to the anterior chamber. At the end of the case the surgeon was hydrating the secondary incision and hydrated into the area of the bubble causing the separation of descemet's. The surgeon injected an air bubble into the ac to apply pressure to the separation and does not expect a lasting effect. Upon additional follow up, the reporter indicates the patient was doing well at the last postoperative visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The root cause of the event cannot be determined conclusively. (B)(4).